Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal clonidine 50 mcg/ml at 109.982 mcg/day, fentanyl 40 mcg/ml at 87.985 mcg/day, and prialt 1 mcg/ml at 2.1996 mcg/day via an implanted pump for an unknown indication. The event/difficulty occurred on (B)(6) 2018 during normal use. It was reported the patient experienced a return of pain and it was unknown if any environmental/external/patient factors may have led or contributed to the issue. A dye study was "peformed" by the physician (date and results not provided). It was further reported the spinal segment of the catheter had pulled out of the intrathecal space and was coiled in the lumbar pocket. The anchor and purse string suture were still firmly in place. The entire catheter was replaced on (B)(6) 2018 and the catheter would not be returned, customer discarded. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight was unknown, asked and would not be made available (legal/confidential reason) and the patient¿s medical history was asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.